Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2008. It was reported that the patient received a "low ipg" warning message. It was reported that the patient uses two programs. Based on the programmed parameters, it was estimated that the ipg would last approximately 45.1 months using program 1. The ipg's estimate of longevity using program 2 was calculated as 10.9 months. It is unknown which of the two programs the patient used most frequently. Follow up on the patient found that the ipg will be replaced in the near future; the procedure date is currently undetermined. No further information is available at this time.